Event description:
It was reported that this pacemaker detected high out-of-range pacing impedance measurements on the right ventricular (rv) lead. Since the device battery showed approximately 7 months estimated remaining longevity, this patient was admitted to the hospital and underwent a revision procedure to replace both the pacemaker and the rv lead. Besides intervention, there were no other adverse patient effects reported.

Event description:
It was reported that this pacemaker detected high out-of-range pacing impedance measurements on the right ventricular (rv) lead. Since the device battery showed approximately 7 months estimated remaining longevity, this patient was admitted to the hospital and underwent a revision procedure to replace both the pacemaker and the rv lead. Besides intervention, there were no other adverse patient effects reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted possible tool marks on can but was otherwise unremarkable. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Therefore, analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.